Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the pacemaker was exhibiting incorrect measurements for a patient related atrial fibrillation. No interventions were taken. The patient was in stable condition and will continue to be monitored.